Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device is scheduled to be replaced but currently remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was later removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.